Event description:
It was reported that the device failed to deliver energy to patient because the device did not charge. When the charge button was pressed to charge the device, the device would disarm as if the disarm button was pressed. It was also reported the battery is oversized so it is difficult that the battery fits in the battery slot. It was further reported that the device was purchased about one year ago but had not been used on a patient until the reported incident.